Manufacturer narrative:
The lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.

Event description:
Boston scientific received information that this left ventricular pacing lead dislodged. The lead was explanted and replaced with another manufacturer's lead. No adverse patient effects were reported.